Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to left cylinder aneurysm. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no further complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the inflation issues was confirmed. A cylinder aneurysm would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. The adverse event of inflation issues due to the cylinder aneurysm would lead to limited device function and is a known risk of the device that is included in the hazard analysis. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament, although no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The krt of both cylinders were worn down to the filament. Both cylinders had broken fabric threads and exhibited bulging when inflated with syringe, although no leaks were found. Both cylinders were not pressure tested due to the bulge or aneurysm that was identified. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The device fluid leak leading to limited device function is included in the product labeling. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that had a bulge or aneurysm that was identified.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to left cylinder aneurysm. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no further complications.